Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colon procedure, on the initial firing, the proximal staples formed but the distal did not form. They used another device to complete the procedure. There was no patient consequence.